Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had a damaged luer tip and leaked. The following information was provided by the initial reporter, translated from (B)(6): "we are seeing 5 ml syringes reference 309649 with damaged luer tips (lot 1277064). We are very vigilant as several cases of leakage of chemotherapy in syringes have been reported."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe had a damaged luer tip and leaked. The following information was provided by the initial reporter, translated from french: "we are seeing 5 ml syringes reference 309649 with damaged luer tips (lot 1277064). We are very vigilant as several cases of leakage of chemotherapy in syringes have been reported."